Manufacturer narrative:
Device analysis: received two (2) used cadd cleo infusion set. As received, two tubing/buckle assemblies were returned. One applicator was returned in a used, retracted state. No other damages or anomalies were observed. To replicate clinical use and to detect occlusions, testing was conducted on the returned samples. A free flow was observed for the occlusion test for one sample. The other sample was primed with dyed water using an ICU medical provided syringe. The priming was unsuccessful and an occlusion was observed. The location of the occlusion was downstream of the tubing, right before the needle entry. A solvent membrane was observed. The complaint of an occlusion can be confirmed. The probable cause is due to a solvent application error during manufacturing. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
The customer returned the device stating, ¿a person with diabetes (pwd) reported that there was no insulin coming through the tubing while priming¿; during device evaluation an occlusion was observed. The location of the occlusion was downstream of the tubing, right before the needle entry. No patient harm or patient injury was reported.